Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power conversion was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power conversion enclosure was returned for analysis. Analysis found that the power conversion was shorting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the field service engineer (fse) discovered the system was having a power enclosure failure. There was no patient present. Additional information was received during analysis of the returned part. It was found that the power enclosure was having shorts. Analysis reviewed and based on finding this event further meets reportability requirements.